Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged alarm 29 and issue was verified, but the insulin gauge issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that a cartridge alarm occurred during insulin delivery. A replacement pump was sent to the customer to resolve the issues. There was no reported adverse impact to the customer's blood glucose level.